Event description:
The customer had ketones but did not mention of having diabetic ketoacidosis.

Manufacturer narrative:
Corrected information has been received which was not correct in the initial report. The information has been provided in section. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 400 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with humalog injection in the hospital. Based on customer report customer did not allege insulin pump was under delivering. Customer also mentioned that she had a broken belt clip. The insulin pump will not be returned for analysis.